Manufacturer narrative:
Checking the sterilization charts of the involved lot #1907875, no pre-existing anomaly was found on the devices. Therefore, products with that lot # have been properly sterilized before being placed on the market. Furthermore, checking the dhrs of the involved lot #1907875, no pre-existing anomaly was found on the components manufactured with that lot #. The items involved were not available to be returned to limacorporate for further analysis. No additional details were available on this post-operative issue, specifically pre-operative nor post-operative x-rays related to this revision surgery were accessible. Based on the very few information received, we are not able to further investigate the root cause of the event. However, considering that the check of the sterilization charts highlighted no anomalies on the components manufactured with the involved lot #, we can state that the event was not product related. Pms data: according to limacorporate pms data, revision rate of bone screws belonging to product codes 8420.15.0xx due to infection is < 0.01%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate continues monitoring the market to promptly detect any similar issue. Note: this is a combined initial-final MDR.

Event description:
Shoulder revision surgery performed on (B)(6) 2023, due to persistent infection. During the previous revision, which took place on (B)(6) 2023, a fragment of the bone screw ø6,5 h.25mm (product code 8420.15.020, lot #1907875 - ster. (B)(6)) was left in the glenoid. Previous surgery was a revision of a smr reverse prosthesis due to infection (event registered as complaint #(B)(4), its reporting to the tga is ongoing). The bone screw ø6,5 h.25mm (product code 8420.15.020, lot #1907875 - ster. (B)(6)) broke upon removal and its fragment was left in the bone as digging it out and removing it would have created more damage to the glenoid than necessary. The infection persisted, thus this revision surgery was performed to remove just the fragment of the bone screw ø6,5 h.25mm (product code 8420.15.020, lot #1907875 - ster. (B)(6)). A new spacer was implanted. Primary surgery took place on (B)(6) 2019. Patient is a male, 64 years old. Event happened in australia.